Event description:
It was reported that the balloon did not cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 15mmx3.00mm wolverine cutting balloon monorail was selected for percutaneous coronary intervention (pci). During the procedure, the balloon was tried to advance to the lesion but it did not cross. The procedure was completed. There were no patient complications. However, device analysis revealed that the proximal section of the distal segment of the blade was lifted and the proximal section of the mid blade segment was detached.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6)